Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the rca . An angiographic complication of lateral branch occlusion occurred during the index procedure. The event was not assessed for relatedness with the study device.